Event description:
It was reported that during a scheduled review of remote home monitoring data for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead, shock impedance measurements were noted to be variable. Additionally, previous messages were observed in the remote home monitoring system due to intermittent high out-of-range shock impedance measurements greater than 125 ohms beginning 5 months post device and rv lead implant. The messages related to the out-of-range measurements were noted to have been reviewed by the clinic and monitoring has been continued. No further assistance has been requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.